Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6)2014. (B)(4)

Event description:
It was reported an infection occurred and there was vegetation present on the leads and device. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.